Manufacturer narrative:
Method: segmentation review, jig design (jd) review. Results: segmentation review was satisfactory. Jd review - review was satisfactory. Conclusion: new user may not have been able to utilize the guides correctly.

Event description:
Doctor felt that the guides did not sit perfectly but proceeded to do all the cuts with them. Upon trialing he felt the femoral component was flexed at over 15 degrees and the overall alignment and tracking of the patella were off. He proceeded to drop the rods and convert to traditional instrumentation. He made significant alterations to the otis cuts and felt satisfied with the eventual outcome which resembled more of a traditional procedure.